Event description:
Emergency dept registrar performed an insertion of a wayne chest drainage catheter in the right sided apical anterior position early on (B)(6) in the hospital emergency dept. The obturator was left insitu within the wayne catheter with the 3 way tap connected to the extension tubing and an underwater seal drainage system. A f/u chest x-ray showed the catheter to be "straight" within the chest cavity and positioned above the lung tissue. The pt was transferred to the respiratory ward b5a for ongoing management on the afternoon of (B)(6). Situation: the respiratory cnc observed the pt on (B)(6) and noted that the obturator had migrated out of the original position by about 10cm but the system continued to have swing and air leak. The cnc proceeded to remove the obturator and 3 way tap and then reconnected the extension tubing and underwater seal drainage bottle to the wayne catheter and new 3 way tap. A hospital iims report was recorded by the respiratory cnc.

Manufacturer narrative:
Expiration date unk as lot number is unk. Pt code: removal of foreign body is not listed in the instructions for use. Device code: migration is not listed in the instructions for use. Event is still under investigation.